Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue with dim/faded text. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 09/21/2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged display issue was duplicated. The pump powered up to a dim verify screen with reddish text. The auditory and vibratory features were operational. No tactile issues were found with the keypad buttons. Unrelated to the complaint, battery compartment cracks were found above and below the grip pad. Moisture intrusion was found inside the battery compartment. A battery compartment leak and a casing leak between the display lens and pump casing were demonstrated in a leak test. Pump casing was opened and additional evidence of moisture intrusion was found inside the pump.